Event description:
The surgeon initiated the laser pulse and stated that he felt a tingling sensation in his fingertips. In addition, he noted that the probe was warm. The probe was removed from the field.